Event description:
On (B)(6) 2012 customer reported that there was a bloody leak, approximately 2 ml, around the needle area of he lh780 instrument. Customer stated that there was also blood on the specimen tube caps. Customer stated that the leak was contained. The source of the leak was undetermined and was observed while running samples. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the needle bellows did not properly drain. Fse found particles plugging the drain line at the needle quick disconnect. Fse bypassed the quick disconnect and verified instrument operation. This resolved the issue and no further leaks were observed.

Manufacturer narrative:
(B)(4).